Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of a tip and v tip set screws did not rotate properly and could not be loosened were not confirmed. Both the set screws have been removed in the field and not returned for analysis. The device was tested and no anomaly was found.

Event description:
It was reported that during a replacement procedure, atrial and ventricular set screws would not loosen. The device was removed.